Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 600mg/dl. The customer states the pump is not alarming for the high blood glucose levels. The customer states the sets they are being sent are faulty and produce bent cannulas. The customer was not able to troubleshoot at the time of call due to driving. The customer will call back at a later time.